Event description:
The customer stated that the handpiece is heating up during a tympanoplasty. Pre-repair temperature tests at 1 minute registered at 78.7°c (173.6 degrees f). There was no reported patient or user impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis is ongoing at this time, and final conclusions are not yet available. However, initial inspection determined that the handpiece was ¿noisy¿ and the measured temperatures at 1 minute of operation as follows: rear- 35 degrees c, middle- 38.1 degrees c, nose- 78.7 degrees c.